Event description:
During biomed testing the device powered up with the energy level set to 360 joules; the device was unable to decrease the energy setting. Complainant indicated that there was no patient involvement in the reported malfunction.